Event description:
The pt was implanted with the bacfix ti spinal fixation system in 1999 in a one-level construct. Approximately 6 weeks post-operatively, pt complained of instances in which an audible "pop" was heard while getting out of a chair and when getting items out of a cart. Radiograph revealed spinal cord and wedge disengagement from upper left screw. Pt was subsequently revised and bacfix implant components removed.